Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that they had been having issues with leakage and urgency over the past 4-5 days, said that they had had leakage and then had an accident during the night. When asked, no real changes to normal diet, maybe a little bit of water, no changes in medications and confirmed no falls or trauma. Patient hadn't made any additional changes to the setting on current program until yesterday when they tried to make an adjustment, however said that when they connected, the setting was dramatically lower than what they had originally set it at. Patient said that they tried to adjust the program up and started having a vibrating pulsing sensation in the groin area when the patient was sitting, so they decreased the setting back down. Patient said that they had another accident last night though. Reviewed therapy information and general programming guidance. With instruction, patient connected to implant, switched programs and adjusted the setting. Patient will maintain stimulation level and will continue to track symptoms. Confirmed stimulation in bicycle seat area and comfortable. Patient was encouraged to keep track of adjustments. Patient also mentioned that it took a long time to connect to implant and they had to constantly hit retry. Reviewed suggestions and after patient placed vertically over implant site and slightly higher connected right away.